Manufacturer narrative:
(B)(4). Evaluation results: migration. Results/conclusions: conical aortic neck.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 12 months ago. Vessel morphology was reported as no tortuosity, no calcification, and minimal aortic neck angulation with a conical aortic neck. The patient had only one iliac artery. A talent converter abdominal stent graft and a talent extension were implanted in a patient for the endovascular treatment of and a femoral-femoral bypass was performed. It was reported that recent CT demonstrated that the stent graft has migrated approximately 10-15 mm below the renal arteries. There is no endoleak and no expansion of the neck. The patient was treated with an endurant aortic cuff and the migration was resolved. No additional clinical sequelae were reported and the patient is fine.